Event description:
The quick set plus from medtronic minimed is an infusion site used to infuse insulin from an insulin pump. The sets are brand new, the old quick sets were taken off the market with no warning by medtronic minimed. These new sets have a variety of problems, from not sticking to the skin, to more serious problems of kinking in the cannula. The kinking in the cannula causes increased blood glucose levels. The increase in high glucose levels causes long term complications in diabetics, as well as the possibility of short term problems-death included. Reporter used three of these sites before promptly returning them to the co. Reporter is unable to get the old sets that worked perfectly fine and is forced to use a different set that reporter is not fond of.